Manufacturer narrative:
Device analysis: the device was discarded by the facility as the case had been successfully completed; therefore, an analysis of the actual complaint is not possible. The lot number for this device is unknown, therefore, a device history record review was not possible. The root cause for the reported event is unknown.

Event description:
It was reported that following an orbital atherectomy (oa) treatment procedure, the patient developed compartment syndrome and required a fasciotomy. The lesion being treated was a focal 4cm chronic total occlusion (cto) in the superficial femoral artery (sfa). The reference vessel diameter was 8.0mm. The patient was having symptoms of claudication pre-procedure. The physician used a 2.0mm/70 micron diamondback 360 orbital atherectomy device (oad) and spun on low/med/high speeds for a total of 4.2 minutes. He achieved a good result with a 4.0 lumen through the lesion. He subsequently placed an 8.0mm stent which he post-dilated with a 7.0mm balloon. The case was successfully completed without difficulties, and the device was discarded. The district sales manager received a call from the physician today, who stated that the patient had developed calf pain following the procedure, and required a fasciotomy which confirmed compartment syndrome. The surgeon said that the fluid in the compartment was serous, so it likely leaked from the capillaries in the calf muscle, and was not blood from a perforation or other injury. His impression was that the condition developed due to reperfusion of the tissue after the cto lesion was reopened. There were no symptoms that would suggest distal embolization (no mottled skin, blue toes, etc.). The patient is doing very well with a wide open spa, good runoff, and bounding pulses. His claudication has resolved. The physician does not believe the incident was device related.